Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-67241 for report on hospitalization.

Manufacturer narrative:
The insulin pump received with motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported, the insulin pump alarmed motor error. Customer's blood glucose at time of alarm was unknown; most current was 459 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.